Event description:
On (b)(3) 2022 IV: follow up information was submitted to update the unique identifier (UDI) number and awareness date. Unomedical reference number (B)(4). Event occurred in spain. On (b)(3) 2021, the patient's mother reported that her child's infusion set's tubing got cut at the tubing connector while the patient was at the school. The site location was patient's leg, and the pump was located on the patient's belt. Moreover, the infusion had been used for hours. Reportedly, the infusions were not stored, or used, in a place where they might have been exposed to extreme temperatures and humidity. No further information available.

Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6). On (B)(6) 2021, the patient's mother reported that her child's infusion set's tubing got cut at the tubing connector while the patient was at the school. The site location was patient's leg, and the pump was located on the patient's belt. Moreover, the infusion had been used for hours. Reportedly, the infusions were not stored, or used, in a place where they might have been exposed to extreme temperatures and humidity. No further information available.